Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 240-350 mg/dl and insulin injections were administered to address the bg level. The customer had reverted to using insulin injections to manage diabetes. Reportedly, the customer's healthcare provider had prescribed apidra insulin after the customer had run out of the humalog insulin. The occlusions appeared to begun when the apidra was used.